Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Remains in patient.

Event description:
It was reported to ms&s, that the patient's daughter was checking the balloon volume for the correct inflation on her mother's tri-funnel feeding tube with a 22 g needle that is used for injections, she does not think she penetrated the catheter, but is worried that she may have damaged the catheter. Caller did confirm that the outside of the feeding tube does not feel wet to the touch. Ms&s advised using a luer-tip syringe to check the volume going forward and to contact the physician as the feeding tube may need to be replaced. No patient harm was reported. Additional information reported that the peg has been replaced, the complainant stated the balloon had ruptured inside because it was 10 months old.